Event description:
It was reported: "tube air maintenance error ." There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the device was in good physical condition. Review of the error history log found: low number "air in line detected", which at this density and number are normal occurrence. Functional testing was unable to duplicate or confirm the reported issue. Root cause could not be established. Preventative service was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.